Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).